Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device, customer's multifunction cable, and CPR adaptor were put through extensive testing including bench handling and full stress testing without duplicating the report. The device was recertified and returned to the customer. A review of the device log indicates the device initially obtained a signal through pads for 10 seconds before the view was changed to lead 1. The device remained viewing through lead 1 for the remainder of the case. There is no indication that the device recognized a valid patient impedance via ECG leads hence the user advisory "lead off". If the viewing lead was changed to pads, the device would have been able to view ECG the x series operator's guide recommends cycling through all lead views when there is a sudden loss of signal. Please refer to "selecting waveforms for display" section. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a 32-year-old male patient in cardiac arrest, the device did not recognize the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.